Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Concomitant medical products: other relevant device(s) are: product ID: 9 735740, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported after taking the old hardware out, they were inaccurate. They performed a second spin. They then placed their screws l4 to s1 and took an x-ray. They saw that the right l4 was out of the bone. They took another spin and were immediately 2-5 mm inaccurate when placing the probe on one of the screws that was placed accurately. They completed the case with a c-arm. There was a 20 minutes delay.